Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error (open book image) and other pump error. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged insulin pump error and critical pump error (open book image) alarm found on august 13, 2022. No insulin pump error or critical pump error (open book image) alarm noted during testing. The insulin pump had constant insulin pump error during the rewind test. Unable to complete the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to constant insulin pump error. Insulin pump error was confirmed in the insulin pump's alarm history screen during testing on december 08, 2022, at 6:31 am, at 6:32 am and at 6:33 am. History download was successful using thus. Insulin pump error was due to moisture damage motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. There was no insulin pump error noted in the insulin pump history file. However, listed below was multiple insulin pump error on the event date in the insulin pump history file. August 13, 2022 20:29:25.000 alarmalertnotification faultnumber = stuck motor alarm (38) august 13, 2022 20:29:50.000 alarmalertnotification faultnumber = stuck motor alarm (38) august 13, 2022 20:30:11.000 alarmalertnotification faultnumber = stuck motor alarm (38) august 13, 2022 20:30:35.000 alarmalertnotification faultnumber = stuck motor alarm (38) august 13, 202220:32:56.000 alarmalertnotification faultnumber = stuck motor alarm (38) august 13, 2022 20:35:30.000 alarmalertnotification faultnumber = stuck motor alarm (38) the insulin pump was monitored for 1 day. Then the insulin pump alarmed critical pump error (open book image). Successfully utilized crest and thus to download history files, traces and comlink3 files. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board and motor. The force sensor was corroded. The reason for the "open-book" was the rf test failure ( code 0x00000045) and main_hal_hw_erorr ( 0x0000004f) in the bootloader. Suspecting hw issue. Critical pump error (open book image) was due to moisture damage on the electronic assembly. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Insulin pump error was not confirmed. Insulin pump error was confirmed. Critical pump error (open book image) alarm was confirmed due to rf test failure and main_hal_hw_erorr. Rf test failure and main_hal_hw_erorr were confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for the analysis.